Event description:
Physician reported left side double capsule and capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: wear abrasion, crease folds, yellow particles and weight to the spec. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is capsular contracture, baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side double capsule and capsular contracture, baker grade IV. The device has been explanted.